Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with another MFR's product on (B)(6) 2009 and on (B)(6) 2011 a monarc to treat her stress urinary incontinence. Plaintiff's attorney alleged plaintiff suffered serious bodily injuries, including extreme pelvic pain, extreme dyspareunia, adhesions, chronic interstitial cystitis, add'l surgery and injuries. Plaintiff's attorney also alleged plaintiff experienced significant mental and physical pain and suffering, disability, mental anguish, has undergone multiple surgeries and revisionary procedures, and has sustained permanent injuries.

Manufacturer narrative:
It is unk which ams pelvic mesh product was implanted. Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.